Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter bulging issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a placement of hickman catheter placement procedure for an unknown medical condition. On (B)(6) 2025, a bulging was observed in the white lumen of the device during flushing. The device had been inserted on (B)(6) 2025, and subsequently removed on (B)(6) 2025. The incident was reported following the removal. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a placement of hickman catheter placement procedure for an unknown medical condition. On (B)(6) 2025, a bulging was observed in the white lumen of the device during flushing. The device had been inserted on (B)(6) 2025, and subsequently removed on (B)(6) 2025. The incident was reported following the removal. There was no reported patient injury.